Manufacturer narrative:
The device reported for maintenance is a bipap harmony,home use respiration machine serial number is (B)(4). This issue was identified as not MDR/mdv/hc. Complaint determined not MDR reportable per following rationale: bipap harmony is intended for home use sleep therapy. The bipap harmony is not intended to be a life-support device. Event determined as not reportable.

Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported /v200/stop working intermittently. There was no patient involvement reported.